Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while on the transverse colon during a lap colon surgery, when making the last 15 mm of grapes the stapler made a sound like breaking inside and the last staples no longer formed and the black handle of the stapler no longer worked. It was also reported that the staple line was incomplete distally. They fixed the missing staple line by suturing.